Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that patient b has been sent to the varian console, but patient a chart is still open.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. It was ascertained that the correct patient was sent to the machine for treatment, however, then mosaiq displayed a previous patient. According to the screenshot of the treatment chart and the logs provided, the correct selected patient was treated and recorded correctly in mosaiq. Elekta believe that this was a display issue in "global patient", however it has no effect on the treatment and recording of the selected patient. Elekta were unable to determine the cause of the display of an incorrect patient, so a diagnostic utility record (dur) was provided to the site to gather more logging information, so if the problem where to re-occur elekta would be able to trace and find the root cause. The customer has now moved their servers, and at the customers request, the diagnostic utility record (dur) was not re-issued into the customers new environment. Elekta are unable to continue the investigation of this issue, however this issue has not re-occurred since the issue was reported to elekta by the customer. Based on the available information there has been no mistreatment.